Manufacturer narrative:
Upon receipt of additional information it has been determined that no zimmer biomet devices were involved in an event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being considered for a revision due to an unknown reason following a hip arthroplasty.